Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call issues with auto mode and high/low blood glucose. The customer's current blood glucose is 250mg/dl. The customer's had a blood glucose of 550mg/dl and a low blood glucose of 40mg/dl. Customer declined to trouble shoot for the past high and low blood glucose. Customer treated the high blood glucose with the insulin pump and the low blood glucose with 14 carbohydrates. Trouble shooting was performed and assisted customer in navigating to the auto mode readiness screen. Customer did not calibrate for new sensor within the last 30 minutes. Advised to replace sensor. Advised sending replacement sensor. The insulin pump will not be returned for analysis.